Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, the foreign material was a brush. It is possible that this was caused by insufficient cleaning. It¿s also likely that the foreign material may not have been removed because reprocessing could not have been conducted properly due to leakage from the up/down and right/left angulation control knobs. However, a definitive root cause could not be determined.   The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope exhibited channel clogged due to foreign material. The issue occurred during preparation for use, and the intended procedure was completed using a similar device. There were no reports of patient harm.